Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient underwent pump exchange on (B)(6) 2020, from heartmate ii ((B)(4)) to heartmate 3 ((B)(4)). Additional information states that the exchange was due to suspected pump thrombosis, power elevations, shortness of breath, elevated lactate dehydrogenase (ldh) and tea colored urine. The device operated well but with power elevations. The event date for thrombosis was (B)(6) 2020. There were no changes to patient condition or anticoagulation status that have contributed to the thrombosis. The changes to pump parameters were seen in power elevations. There were no diagnostic tests or results. The site proceeded in performing a pump exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: thrombus was confirmed through the evaluation of heartmate ii left ventricular assist system (hmii lvas), serial number (B)(6). (B)(6) was returned assembled with the driveline (dl) cut approximately 9.5¿ from the pump housing and the distal end was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The outflow graft and outflow graft bend relief were severed approximately 1¿ from their hardware and returned attached to the outflow elbow, which was attached to the pump¿s outlet port. Approximately 4¿ of outflow graft bend relief material was returned detached. An outflow graft bend relief collar was also returned detached. Evaluation of the sealed inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. Upon disassembly of the pump, examination of the proximal side of the outlet stator revealed a small, red, non-laminated thrombus formation that was loosely seated between the outlet bearing ball and one of the stator blades. This thrombus formation was tissue-like and maintained its structure upon being removed from the stator, suggesting that it was present while (B)(6) was supporting the patient. The evaluation could not determine a specific cause for the development of the observed thrombus formation or a duration of time for which it was present in the device. Although a root cause for the development of this deposition could not conclusively be determined through this evaluation, it could have contributed to the patient's elevated lactate dehydrogenase (ldh). The reported power elevations could not be confirmed as no log files were submitted for evaluation. The observed deposition was loosely seated between the outlet bearing ball and one of the outlet stator blades, and did not appear have been in contact with the rotor while (B)(6) was supporting the patient. There were no contact marks on the outlet bearing cup of the rotor. A direct correlation between the observed deposition and reported power elevations could not be conclusively established through this evaluation. The device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU is currently available. Section 1 of this IFU lists hemolysis and device thrombosis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 "patient care and management" outlines the recommended anticoagulation therapy and international normalized ratio (inr) range. This section outlines indications of pump thrombosis as well as how to respond to such events. Section 1 of this IFU provides an explanation of each of the pump parameters, including power and flow. In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. In reference to flow, this section explains that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Section 6 "patient care and management" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 6 also outlines the recommended anticoagulation therapy and international normalized ratio (inr) range. The fabrication procedure (fab), hm ii pump, g2.3 aft housing and motor capsule assembly describes the preparation and application of silicone adhesive potting on the solder joints of the motor capsule. This document also describes the process of curing the silicone adhesive potting. No further information was provided. The manufacturer is closing the file on this event.